Event description:
It was reported that during the preparation of a therapeutic laparoscopic surgery, the rigid video scope had image abnormalities. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's investigation. The device was returned to olympus for inspection and the reported failure was confirmed . Device evaluation found image blackout and b30 error. A root cause could not be identified. However, an image issue with communication error message b30 indicates a scope communication error, which is caused by foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint on the electrical contacts. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from customer.